Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was non-recoverable fault 25326. The technical support engineer (tse) suggested for reboot the system after reseating the blue fiber cable (bfc) connections. The procedure was converted to laparoscopic surgery with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was converted to laparoscopic surgery. It was unknown if port incision size was increased, or additional ports placed. Initially the customer contacted when the problem was repeated again, they decided to convert the procedure prior to contacting isi technical support. There was no indication of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generic power distribution (gpd) to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generic power distribution (gpd) was analyzed, and no issues were found during visual inspection that could relate to the reported issue. The unit was installed onto an in-house system where the component functioned as expected with no error codes triggered. The in-house system was set to run 10 power cycles and sitting idle for 30 minutes. Once testing was completed, the board voltages were inspected, and all channels were found operated within range. The in-house system error logs were inspected, but no error could be found. The complaint was confirmed based on the field evaluation.